Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("he just removed my tubes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included clot blood. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced feeling abnormal ("crazy") and medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the feeling abnormal and medical device removal outcome was unknown. The reporter considered feeling abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: removed my tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter's information was updated. Event added: removed my tubes. Historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of medical device removal ("he just removed my tubes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thrombosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), feeling abnormal ("crazy"), procedural pain ("I m 6 days out of surgery and still in a lot of pain."), urinary tract infection ("uti infection"), incision site rash ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), pruritus ("where my incisions are I have a rash ! Pretty itchy and just feel useless") and feelings of worthlessness ("where my incisions are I have a rash ! Pretty itchy and just feel useless"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, feeling abnormal, procedural pain, urinary tract infection, incision site rash, pruritus and feelings of worthlessness outcome was unknown. The reporter considered feeling abnormal, feelings of worthlessness, incision site rash, medical device removal, procedural pain, pruritus and urinary tract infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(6). Cross referenced with plaintiff case number : (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: removed my tubes,incision site rash, urinary tract infection, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('he also perforated my uterus/ one fragment supposed to be in my uterus'), fallopian tube perforation ('he said he could see my coil turned on my right side which we all know turned up to be a perforation,show your family my pics how the coil perforated my fallopian tube') and salpingitis ('I can only imagines what my pathology report says regarding my fallopian tubes and how inflamed there were') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), feeling abnormal ("crazy"), procedural pain ("I m 6 days out of surgery and still in a lot of pain."), urinary tract infection ("uti infection, never expected this serious uti infection then this crazy rash"), incision site rash ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), pruritus ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), feelings of worthlessness ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), rash ("rash near my belly button,chest,hands an explanation for this severe rash") with pain, bacterial vulvovaginitis ("vaginal bacterial infection"), vulvovaginal rash ("vaginal rash") and phlebolith ("I have phleboliths"). The patient was treated with surgery (removal of fallopian tubes). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, salpingitis, feeling abnormal, procedural pain, urinary tract infection, incision site rash, pruritus, feelings of worthlessness, bacterial vulvovaginitis, vulvovaginal rash and phlebolith outcome was unknown. The reporter considered bacterial vulvovaginitis, fallopian tube perforation, feeling abnormal, feelings of worthlessness, incision site rash, phlebolith, procedural pain, pruritus, rash, salpingitis, urinary tract infection, uterine perforation and vulvovaginal rash to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: removed my tubes,incision site rash, urinary tract infection, procedural pain, phlebolith quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event I have phleboliths were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('he also perforated my uterus'), fallopian tube perforation ('he said he could see my coil turned on my right side which we all know turned up to be a perforation,show your family my pics how the coil perfortaed my fallopain tube') and salpingitis ('I can only imagines what my pathology report says regarding my fallopian tubes and how inflamed there were') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), feeling abnormal ("crazy"), procedural pain ("I m 6 days out of surgery and still in a lot of pain."), urinary tract infection ("uti infection, never expected this serious uti infection then this crazy rash"), incision site rash ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), pruritus ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), feelings of worthlessness ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), rash ("rash near my belly button,chest,hands an expalnation for this severe rash") with pain, bacterial vulvovaginitis ("vaginal bacterial infection") and vulvovaginal rash ("vaginal rash"). The patient was treated with surgery (removal of fallopain tubes). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, salpingitis, feeling abnormal, procedural pain, urinary tract infection, incision site rash, pruritus, feelings of worthlessness, bacterial vulvovaginitis and vulvovaginal rash outcome was unknown. The reporter considered bacterial vulvovaginitis, fallopian tube perforation, feeling abnormal, feelings of worthlessness, incision site rash, procedural pain, pruritus, rash, salpingitis, urinary tract infection, uterine perforation and vulvovaginal rash to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: removed my tubes,incision site rash, urinary tract infection, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu(5) and (6) processed together.social media received : following events were added : pain,he said he could see my coil turned on my right side which we all know turned up to be a perforation, I m allergic to nickel which isn prob causing a lot of my pain. On 2-dec-2019: fu(5) and (6) processed together. Social media received : following events were added :vaginal bacterial infection,I can only imagines what my pathology report says regarding my fallopian tubes and how inflamed there were , rash near my belly button,an expalnation for this severe rash, show your family my pics how the coil perforated my fallopain tube,he also perforated my uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("he just removed my tubes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thrombosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), feeling abnormal ("crazy"), procedural pain ("I m 6 days out of surgery and still in a lot of pain."), urinary tract infection ("uti infection"), incision site rash ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), pruritus ("where my incisions are I have a rash ! Pretty itchy and just feel useless") and feelings of worthlessness ("where my incisions are I have a rash ! Pretty itchy and just feel useless"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, feeling abnormal, procedural pain, urinary tract infection, incision site rash, pruritus and feelings of worthlessness outcome was unknown. The reporter considered feeling abnormal, feelings of worthlessness, incision site rash, medical device removal, procedural pain, pruritus and urinary tract infection to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: removed my tubes,incision site rash, urinary tract infection, procedural pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: content from social media post received. Events post procedural pain, uti, incision ssite rash are added. Reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he also perforated my uterus/ one fragmnet supposed to be in my uterus/ perforation in my uterus on my left side'), uterine perforation ('he also perforated my uterus/ one fragmnet supposed to be in my uterus/ perforation in my uterus on my left side'), fallopian tube perforation ('he said he could see my coil turned on my right side which we all know turned up to be a perforation,show your family my pics how the coil perfortaed my fallopain tube') and salpingitis ('I can only imagines what my pathology report says regarding my fallopian tubes and how inflamed there were') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), feeling abnormal ("crazy"), procedural pain ("I m 6 days out of surgery and still in a lot of pain"), urinary tract infection ("uti infection, never expected this serious uti infection then this crazy rash"), incision site rash ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), pruritus ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), feelings of worthlessness ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), rash ("rash near my belly button,chest,hands an expalnation for this severe rash") with pain, bacterial vulvovaginitis ("vaginal bacterial infection"), vulvovaginal rash ("vaginal rash") and phlebolith ("I have phleboliths"). The patient was treated with surgery (removal of fallopain tubes and removal of fallopain tubes, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, salpingitis, feeling abnormal, urinary tract infection, incision site rash, pruritus, feelings of worthlessness, bacterial vulvovaginitis, vulvovaginal rash and phlebolith outcome was unknown and the procedural pain was resolving. The reporter considered bacterial vulvovaginitis, device breakage, fallopian tube perforation, feeling abnormal, feelings of worthlessness, incision site rash, phlebolith, procedural pain, pruritus, rash, salpingitis, urinary tract infection, uterine perforation and vulvovaginal rash to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-213973 cross referenced with plaintiff case number : 2014-031472 concerning the injuries reported in this case, the following one/ones were reported via social media: removed my tubes,incision site rash, urinary tract infection, procedural pain, phlebolith quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: event "device breakage" was added. Outcome for event "I m 6 days out of surgery and still in a lot of pain" added as 'recovering. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he also perforated my uterus/ one fragmnet supposed to be in my uterus/ perforation in my uterus on my left side'), uterine perforation ('he also perforated my uterus/ one fragmnet supposed to be in my uterus/ perforation in my uterus on my left side'), fallopian tube perforation ('he said he could see my coil turned on my right side which we all know turned up to be a perforation,show your family my pics how the coil perfortaed my fallopain tube') and salpingitis ('I can only imagines what my pathology report says regarding my fallopian tubes and how inflamed there were') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), feeling abnormal ("crazy"), procedural pain ("I m 6 days out of surgery and still in a lot of pain"), urinary tract infection ("uti infection, never expected this serious uti infection then this crazy rash"), incision site rash ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), pruritus ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), feelings of worthlessness ("where my incisions are I have a rash ! Pretty itchy and just feel useless"), rash ("rash near my belly button,chest,hands an expalnation for this severe rash") with pain, bacterial vulvovaginitis ("vaginal bacterial infection"), vulvovaginal rash ("vaginal rash") and phlebolith ("I have phleboliths"). The patient was treated with surgery (removal of fallopain tubes and removal of fallopain tubes, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, salpingitis, feeling abnormal, urinary tract infection, incision site rash, pruritus, feelings of worthlessness, bacterial vulvovaginitis, vulvovaginal rash and phlebolith outcome was unknown and the procedural pain was resolving. The reporter considered bacterial vulvovaginitis, device breakage, fallopian tube perforation, feeling abnormal, feelings of worthlessness, incision site rash, phlebolith, procedural pain, pruritus, rash, salpingitis, urinary tract infection, uterine perforation and vulvovaginal rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : (B)(4) cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.